Event description:
It was reported that the patient's generator battery was at 25% after being implanted for less than 2 years. The physician believed that the battery was depleting too quickly. No further relevant information has been received to date.

Event description:
Data was received and reviewed, which showed that the device battery was depleting more quickly than expected. The device history record of the generator was reviewed, and the device passed all functional specifications prior to release. The device was laser routed. No further relevant information has been received to date.

Event description:
The patient had generator replacement surgery due to battery depletion. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed. Based on the information available, including programming data and manufacturing records, the most likely cause of the premature battery depletion was contaminates on the laser-routed edge of the printed circuit board assembly.